Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis with glucose level was above 600 mg/dl, on (B)(6) and the current blood glucose level was 225 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with intravenous for high blood glucose. Customer did not use insulin pump system within 48 hours of reported high blood glucose event. Customer did not use insulin pump system since (B)(6). The customer state they did displacement test and self-test as well while on the line and both test passed. The customer also state they had issues with delivery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip.